Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 21346847.

Event description:
It was reported that during a revision procedure, the physician attempted to remove the leads and the distal contact portion of both leads broke off in the epidural space. The patient underwent a lead explant procedure. The contacts were not able to be removed and were left in the patients body.

Event description:
It was reported that during a revision procedure, the physician attempted to remove the leads and the distal contact portion of both leads broke off in the epidural space. The patient underwent a lead explant procedure. The contacts were not able to be removed and were left in the patients body. Additional information was received that the remaining contacts were removed and a paddle lead was implanted. The patient was doing well postoperatively.